Manufacturer narrative:
Product analysis as found condition: the axium device was returned for analysis within a shipping box, returned within a sealed plastic dhl shipping package, an opened axium inner pouch, a dispenser coil and within an introducer sheath. No microcatheter was returned. Damage location details: the introducer sheath found to be applied incorrectly with the wavelock facing towards the distal end of the implant coil. No damage was found with the introducer sheath. The pushwire was found to be bent at ~72.1cm from the proximal end; in addition, the pushwire was found to be bent within the introducer sheath at ~55.6cm from the distal end. The axium implant coil was found to be stretched and damaged within the introducer sheath. The distal tip was found to be broken off. No other anomalies were observed. Testing analysis: during testing, the axium implant coil was unable to advance within the introducer sheath. No further resistance testing was performed, due to the damage condition of the axium device. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was able to be confirmed, as the damaged found with the axium device was noticed to be consistent with ¿advancing/retracting the device against resistance¿. The axium device was returned damaged with bends to the pushwire and the implant coil stretched and damaged within the introducer sheath. A few possible causes of ¿coil resistance/stuck in catheter¿ are but not limited to tortuous anatomy, user does not maintain a continuous flush, and damage or kink to pushwire; however, the root cause of ¿ coil resistance/stuck in catheter¿ was unable to be determined. The report notes that ¿axium coil could not be pushed into the catheter, and experienced resistance.¿. No patient vessel tortuosity was mentioned. The reported echelon microcatheter was not returned; therefore, any contribution the microcatheter had towards the resistance was unable to be verified. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil could not be pushed into the catheter, and experienced resistance. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include an echelon microcatheter.